Event description:
It was reported that during a follow-up, noise was observed. Lead fracture was suspected. The lead was explanted. The patient condition was good before and after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 8.0-9.3cm from the connector pin, consistent with lead friction to the ICD can. The inner coil was exposed at 8.6-9.0cm from the connector pin. This is consistent with the observation from the field of noise.